Event description:
In 2008, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, a reintervention occurred due to a distal type I endoleak, at the distal end of the contralateral leg component. An iliac extender component was implanted to resolve the distal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.